Event description:
A (B)(6) male pt, contacted zoll customer support to report that the monitor made a squealing noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (squealing noise) has been confirmed. The squealing noise led to the monitor not powering up. The lack of power to the monitor has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.